Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at above 6atm within 20 seconds. The device was simply pulled out from the patient's body. The device was completed with a different device. No patient complications were reported and patient was in good condition post procedure.